Event description:
It was reported that pump displayed malf 16 malfunction code that could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin, was instructed to place pump into storage mode, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump; customer was also instructed to return malfunctioning pump using prepaid label, and replacement pump was arranged under warranty.